Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 11/23/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient's bone was fractured during reaming. The unknown broach is being changed to an unknown reamer. The complaint was updated on: 01/13/2015.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Medical records were provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states that patient received fractured of the greater trochanter, lesser trochanter, and proximal femur during broaching.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint was originally submitted on (B)(4) 2014. The FDA system went down unexpectedly and we were waiting for confirmation from the FDA as to whether to resubmit. This is now being resubmitted and should not be viewed as a late complaint.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.